Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that vision was lost during a surgery. The intervention was delayed 45 minutes. The patient didn't suffer any harm, and the surgery was finished accordingly. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the complained 27293aa was received on 2025-03-26 at the manufacturing site and was therefore available for investigation. The investigation has been completed on july 3.2025 during the examination, a leak in the distal solder seam due to chemical attack was detected. Moisture was found in the rod lens system. Furthermore, foreign particles are visible in the rod lens system. Additionally, the distal end shows an impact mark in the edge area. The customer's statement regarding "the vision was lost" cannot be confirmed. The imaging in the sharp area is blurred at the right edge but clear in the rest of the imaging. In the blurred area, residues/intruded moisture can be detected, which may affect the image quality. The distal solder joint is chemically attacked and leaking, which can facilitate the intrusion of moisture. Furthermore, an impact mark can be seen at the distal end, which can be partly responsible for the foreign particles present. The ocular bridge shows a scratch or abrasion mark, possibly caused by a holding device. The detected damages are not due to a manufacturing/production error and were most likely caused by clinical application/clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).